Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported on behalf of customer via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019 with blood glucose level was 490 mg/dl at time of hospitalization and the 300 mg/dl at the time of incidence. The customer was assisted with troubleshooting. The customer was treated with bolus and manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the that they had backup plan available. Customer reported that they did not allege insulin pump for under delivering. Customer stated that cannula was dead space after removing introducer needle, blood at the site and a little bruising. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.